Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutters were hard to insert and remove into the device during laminectomy surgery. No injuries were reported to have occurred but it is unk if injury or medical intervention was necessary. There was no add'l info provided.